Event description:
The customer reports: when removing the central access, there is no evidence of damage to the dressing, however, when the catheter is checked, it is ruptured.

Manufacturer narrative:
Qn# (B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 09/19/2019, was sent in error.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: when removing the central access, there is no evidence of damage to the dressing, however, when the catheter is checked, it is ruptured.